Event description:
Follow up with the neurologist found that the patient was not under his care when first implanted with the vns and his old records do not allow him to clarify any of the questions asked better. No other information was received.

Event description:
On (B)(6) 2013, it was reported that the patient was scheduled for a prophylactic battery replacement that day and in the or before the surgery, it was noted that the consent form showed lead replacement as well. The surgeon stated that the patient and her husband had requested to have the lead replaced due to side effects. Interrogation of the system found the impedance dcdc code was 2; however, both the output current and magnet output current were programmed to oma. A review of the patient's programming history found data from (B)(6) 2012. Follow up with the surgeon's office found that the side effects referred to the patient experiencing throat tightening and hoarseness with stimulation on times. The surgery was performed for these reasons as the patient "wanted it out." The device was replaced. It was unknown if the surgery was for patient comfort or to preclude a serious injury. It was additionally unknown if there were any causal or contributory programming or medication changes which preceded the event. It was stated that the neurologist would need to be contacted for this information and no additional information was provided. Attempts to the neurologist for additional information were made; however, they were unsuccessful. No additional information has been provided.

Event description:
It was reported that the explanting facility discarded the explanted device.

Event description:
Attempts to obtain additional information from the patient's original treating physician identified that the physician is now retired. No additional relevant information has been received to date.